Event description:
Discordant advia 2120 cbc results were obtained on one patient sample. The results were questioned by the ward because the patient was known to have leukemia (aml). The customer reran the sample on two advia 2120 instruments and the correct results were obtained and reported. There was no patient intervention or adverse health consequences due to the discordant cbc results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant cbc results was due to a barcode misread. The customer was using code 39 with the check digit selection inactive, which is not recommended in the product labeling: advia 2120 hematology system operator's guide: daily routine version - 1.01.00 where it states: "if you cannot use code 128, we recommend code 39. Your reader can be programmed to operate using code 39 either with or without a check digit, but not both at the same time. We recommend the use of code 39 with the check digit active." The fse replaced idee reader (opticon) with a new microscan idee reader. The instrument is performing within specifications. No further evaluation of the device is required.